Event description:
A biomedical technician (biomed) reported that an aquabplus 2000 displayed the message ¿f-04-51-04 failure: t1 test, pump p1s defective¿ and gave an audible alarm. Upon further inspection, the black wire on the back of the stage 2 motor protection switch (mps) was found to be discolored. The voltage to the switch was fine, and the resistance of the switch itself was fine. The biomed added insulation to the black wire and tightened the connections, and the reverse osmosis (ro) system then passed the t1 test. The biomed was advised to change the wires between the stage 2 mps and the power contactor. Burnt or charred wires were reportedly found during the inspection. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that an aquabplus 2000 displayed the message ¿f-04-51-04 failure: t1 test, pump p1s defective¿ and gave an audible alarm. Upon further inspection, the black wire on the back of the stage 2 motor protection switch (mps) was found to be discolored. The voltage to the switch was fine, and the resistance of the switch itself was fine. The biomed added insulation to the black wire and tightened the connections, and the reverse osmosis (ro) system then passed the t1 test. The biomed was advised to change the wires between the stage 2 mps and the power contactor. Burnt or charred wires were reportedly found during the inspection. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The failure cause is known and was addressed in a CAPA project. The complaint investigation determined the most likely failure cause was bad electrical contact at the motor protection switch (mps), which will run the pump with only two line conductors and result in higher current and thermal energy. As a result, the thermal overload relay or mps will trip and pump p1s will no longer be able to run. The high thermal energy will likely cause the mentioned discoloration of the wiring and cable lug (blade receptacle). Similar complaints have been investigated several times. A new design was released for the wiring and its included crimp connection of the blade receptacle. However, the device was built before implementation of the new design. The machine files were requested, but they were not provided. No review of the device history record (DHR), service history, service manual, and/or instructions for use (IFU) was required. Reproducing the failure was also not required as the reported failure is a known issue. The reported failure could not be confirmed, but the reported failure cause can likely be assigned to the CAPA that was opened to address this issue.